Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced hematoma the following day after implant of this device. Subsequently, the physician evacuated the hematoma. Moreover, this hematoma has been identified as arterial vessel leaking in pocket. As of this time, this device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced hematoma the following day after implant of this device. Subsequently, the physician evacuated the hematoma. Moreover, this hematoma has been identified as arterial vessel leaking in pocket. As of this time, this device remains in service. No additional adverse patient effects were reported. Additional information received indicated that the cause of the hematoma was the presence of an arterial bleeder in the pocket that the physician had thought to have cauterized successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.